Event description:
It was reported that the patient had fallen twice and the right ventricular (rv) lead exhibited intermittent capture at maximum output during the device check. It was believed that the fall had caused a dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).